Event description:
It was reported that the pump was not working properly. Reportedly, customer was hospitalized due to a blood glucose (bg) level of over 400 mg/dl. Details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.